Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the superion indirect decompression (ID) spacer patient experienced discomfort from a non-device related fall. X-ray imaging taken revealed the ID spacer had dislodged in the lumbar spine four-five area from the superior spinous process towards the right of the spine per the physicians assessment. The patient underwent an unsuccessful removal procedure where physician elected to refer patient to a neurosurgeon for removal however reason for referral was not provided. The patient is doing well.